Event description:
Customer reports using mepore film for dressing a central line. The dressings are tacky and tearing during removal during central line dressing changes. This makes it hard to remove the pieces from all parts of the central line, while wearing gloves. Sometimes the only way to remove the pieces, is to remove the gloves of the person changing the dressing. Early (B)(6) 2024 the patient started exhibiting sepsis symptoms and when the dressing was evaluated a tear was noticed in the mepore film, exposing the central line. There is no available information about skin preparation. Long term central venous catheters (cvcs) can be fixated with mepore film. Long term cvcs with increased catheter manipulation and poor hand hygiene are at higher risk of catheters-associated infections and sepsis. Sepsis was not confirmed, and no temporary or permanent serious deterioration of state of health occurred; however, said deterioration of mepore film, i.e. Breakage and tears in long term cvcs individuals, might indirectly lead to a serious incident, i.e. The temporary or permanent serious deterioration of a patient's state of health, as it does not protect the site against bacteria and through higher catheter manipulation to remove broken adhered pieces, increase the risk for catheter-associated infections and sepsis, a life-threatening illness.